Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Device received with front cover badly scratched and broken on the bottom where it screwed into enclosure, microswitch bent, quick connect corroded, enclosure under pole clamp and around serial number looked to be contaminated, inside water tank was contaminated with what looks like rust, water tank cover was cracked, and pump did not circulate. After visual inspection, put water in water tank, attached disposable temp check, plugged line cord into outlet, connected to electrical analyzer and turned device on. The customer's complaint was confirmed, and the root cause was the faulty pump. No action taken due to the condition of the device; it will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device alarmed for high temperature by itself. The event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.